Event description:
A malfunction alarm was reported, identified as malfunction code malf 0, with an additional fault ID. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance in resetting the pump and was informed by technical support to continue using the pump and to call back if the malfunction code recurs. No further information about the outcome of the event was provided.